Event description:
The customer reported her blood glucose reached 294 mg/dl less than 48 hours after the pod was activated. She noticed there was dry blood near the cannula and she could also smell insulin. The pod was removed and she stated the cannula was a little bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether if contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.